Manufacturer narrative:
G4: 31jul2020. B4: 04aug2020. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the battery to address the reported problem. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27jul2020.

Event description:
It was reported that the ventilator battery charge light emitting diode (led) was not illuminated when the power cord was inserted during pre-use operational check. "Check vent: cooling fan speed error" occurred when the unit was made to run on battery. There was no patient involvement. The manufacturer¿s international service technician inspected the device and found the failure in the connector terminal part of the lithium-ion battery. The lithium-ion battery needs to be replaced. The customer was provided with a quote for service repair.